Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a medical device alert, due to elevated system impedance, which was measured out of range. It was noted that the system impedance has been chronically high since 2023, raising concerns about the ability of the device to deliver a shock effectively. The history of the device showed that it has never delivered a shock or stored an episode. The technical support team (ts) discussed the issue and could not confirm the efficacy with such high system impedance. The elevated impedance may indicate a problem with the device or its electrode. Further investigation and analysis were recommended to determine the root cause of the issue and to ensure the device is functioning properly. Currently, this product remains in service and no adverse patient effects were reported.